Manufacturer narrative:
The field service engineer (fse) replaced the sample probe, cleaned the rinse units, adjusted the rinse volume, and adjusted all reagent and sample probe positions. It was determined that the root cause of the event is consistent with insufficient reagent probe rinsing. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable lipc lipase colorimetric results for 1 patient sample on a cobas pure c 303 analytical unit. On (B)(6) 2023, the initial lipase result was 125 u/l. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. On (B)(6) 2023, the sample was repeated twice and the results were 35 u/l and 34 or 35 u/l. Clarification on the exact second repeat result was requested but not provided. The reagent lot is 67811101 and the expiration date is 30-nov-2023.

Manufacturer narrative:
The investigation is ongoing.